Event description:
It was reported that the patient presented bending at level of the right cylinder due to aneurysm of the inflatable penile prosthesis (ipp). A replacement procedure was performed, all components were removed and replaced. No further complications were reported in relation to this event.